Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer dropped the pump and pump touchscreen cracked. Pump was not functional. Customer's blood glucose was 108 mg/dl. Customer reverted to using an alternate method of insulin therapy.